Event description:
A non-healthcare professional reported that the patient underwent phacoemulsification and cataract extraction of the left eye with primary intraocular lens (iol) implantation. During the surgery, the nurse loaded the iol into the injector and the physician advanced the lens into the capsular bag. At that time, a crack was observed on the surface of the implanted lens. The lens was immediately removed and replaced with a new unspecified lens of the same power. The remaining surgical procedures were successfully completed on the same day, and the patient was safely transferred back to the ward. It was reported that it may have been a quality issue with the lens, or it could have been due to improper operation or improper force during implantation, which caused the fracture during insertion.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).